Event description:
Reporter stated the customer began to experience hyperglycemia of approximately 350 mg/dl on (B)(6) 2014. She delivered insulin via the infusion device but was unable to resolve the issue. She was hospitalized on (B)(6) 2014 with diabetic ketoacidosis, and she was treated with an insulin drip. The bolus history, basal profile, and warning/error history was reviewed, and the customer believes the insulin delivery of the infusion device is inaccurate. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.